Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via a company representative and forwarded by our local affiliate ((B)(4)). Initial and follow-up information received on (B)(6) 2009 respectively; were processed together. This case involves an adult female patient (age nos) who started therapy with poly-l-lactic acid (sculptra) sometime in (B)(6) 2008 for an unknown indication and dosage. The patient has received 3 bottles of poly-l-lactic acid over the last 6 months. After the last treatment which was 1 month ago, the patient experienced peeling on face. A few days ago, the patient experienced itching and a tingling sensation under the skin. On an unknown date, the patient's skin became very dry and flaky. The physician stated that the events have now settled down. Therapy with poly-l-lactic acid is ongoing and it is unknown if any corrective treatment was given. The physician did not consider the events to be related to poly-l-lactic acid treatment. Further information has been requested. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the dhrs (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.